Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 134 mg/dl. Customer had performed troubleshoot. Assisted with reservoir and tubing process. Customer had advised the post-reset ram crc alarm is normal pump behavior after the battery has been out for so long. The insulin pump will not be returned for analysis.